Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the left rear step tube is breaking away from the frame right around the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the weld/frame was broken on the left side frame at the bottom rear. An expanded evaluation was performed. The expanded evaluation report confirmed that the left side frame was broken at the weld between the bottom side bar/step tube and the upright rear tube/back cane. Additionally, the seat upholstery was partially torn and pulling away from where it was connected to the front of each seat rail, and the back upholstery was partially torn and pulling away from where it was connected near the top of the back canes. Also, the seat rails appeared to be straight but neither rested nicely in their respective h-blocks.

Event description:
Dealer states that the left rear step tube is breaking away from the frame right around the weld.